Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported a post-operative revision was required due to a sub optimally placed screw. The procedure was to revise a sub optimally placed screw intended for odontoid type ii fracture repair. The lateral x-ray revealed the partially threaded screw failed to cross the fracture and therefore did not adequately reduce the fracture in the opinion of the surgeon. The sub-optimally placed screw was achieved without incident. All attempts by the surgeon to replace the sub-optimal screw with a screw of appropriate trajectory, traversing the fracture and engaging the distal cortex of the odontoid fragment were unsuccessful due to the patient anatomy. The surgeon determined that this old fracture was stable without a new screw fixation and therefore elected to make no more attempts at fixation. The surgeon closed the anterior cervical incision and surgery was completed. No delay in surgery and no patient injury. No other patient information available.

Manufacturer narrative:
No product on hand. Batch history review: because there is neither a product nor a batch at hand, a device history review is not possible. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rationale: according to the information available, the surgeon emphasized that the patients anatomy was the cause of why th screw was not closing fracture to doctor's preference. There is no hint of a product or material failure. No corrective actions needed.